Event description:
It was reported occlusion alarms occurred. The customer's blood glucose level was displayed as "high"; a specific value was not provided. Elevated blood glucose was addressed with a manual dose injection. The customer changed supplies and resumed insulin therapy. Tandem technical support advised various troubleshooting steps, including disconnecting tubing and delivering boluses which completed successfully. Customer was advised to replace supplies as necessary and resume normal insulin delivery.